Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was found to be depleting faster than expected. Technical services provided information on the replacement interval. At this time, the device remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted and replaced successfully. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was found to be depleting faster than expected. Technical services provided information on the replacement interval. At this time, the device remains in service. No adverse patient effects were reported.